Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via (B)(4) that an ar-2386-10 quadpro¿ harvester, 10 mm, was too dull and would not cut tendon during the case. The patient was not affected. This was discovered during a procedure, with no reported patient harm. Additional information was received on 01/14/2025: this was discovered during an acl auto quad procedure on (B)(6) 2025. The case was completed using a different quad pro harvester. The case was delayed 5 minutes. There was no additional anesthesia administered.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon use.